Event description:
.

Manufacturer narrative:
The pathology report on the placenta came back with evidence of "early, acute chorioamnionitis" and a "focal, mural hemorrhage adjacent to the umbilical vein near the insertion site at the placenta," clinical significance of such was listed as "unk." Based upon discussions with hosp personnel, it appears as if the iupc was not placed in accordance with the instructions for use. It is not clear whether or not the iupc perforated the umbilical cord, but that possibility cannot be ruled out at this time, however that is a known risk factor of any iupc.